Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the sc connector got stripped off. The catheter silicone was stripped from the metal connector on the pump. The physician used a tool to remove it. The cause of the sc connector being stripped off at the revision was unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient flipped her pump multiple times causing several kinks in the catheter. A catheter revision was performed (B)(6) 2016 and the catheter was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.